Event description:
It was reported that the intraocular lens (iol) was loaded incorrectly and the haptic was bent. The lens had contact with the patient's right eye; however, the lens was not inserted into the eye. Another lens of the same model and diopter was used as the replacement iol. No medical or surgical intervention was required. The patient was fine post surgery. No further information was provided.

Manufacturer narrative:
Patient weight, ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and with both haptics bent. The lens was cleaned and, scratches could be observed on the optic body. No further issues were observed with the lens. Conclusion: the reported complaint issue was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.